Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their stimulation suddenly stopped on the day prior to the date of this report. The patient stated that their implantable neurostimulator (ins) was 80% charged and the screen came up with a phone receiver and an informational power on reset (por) error message. It was noted that therapy had stopped due to the por. No falls or traumas were reported that could be related to the issue. It was unknown if the por was related to an overdischarge event. The patient was able to successfully clear the por and the issue was resolved. It was reviewed that therapy would resume at the last programmer parameters and that the patient should adjust if needed. It was noted that they were receiving adequate therapy. No further complications were reported or anticipated. Indications for use are spinal pain and peripheral neuropathy.